Event description:
It was reported that the device's downstream occlusion sensor seal damaged. There was no reported patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). E1: initial reporter's phone number; (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. It was found the downstream occlusion(dso) seal was detached and damaged. The downstream occlusion seal was replaced.

Manufacturer narrative:
D1-d4: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached and damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The dso seal was replaced to address this issue.